Event description:
During a hals sigmoid resection procedure, doctor ripped 2 lap disc during insertion and 1 during the procedure. The nurse stated that it just blew out while his hand was in the abdomen. No pt consequences. Case completed with another device of the same product code.